Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.